Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services (ts) recommended device replacement because of this anomaly. Additionally, according to the hospital staff this patient currently lives in (B)(6) so they have no further information. No adverse patient effects were reported. This product remains in-service. Additional information was provided on 31aug2021, it was reported that this pacemaker was explanted due to alleged premature battery depletion and will return to boston scientific for analysis. This report will be updated once analysis is complete. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. This product remains in-service.